Event description:
Dr reported that two abutments broke in function. Pt is reportedly excellent.

Manufacturer narrative:
No observable defects could be found with the components themsleves. Measurements taken met design requirements. Review of the lot hsitory of the subject products could not be completed since the lot numbers were unavailable from the dr.'s office.